Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 01-nov-2018. It was reported that crossing difficulty was encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent. No patient complications were reported and the patient was doing well and stable. However, returned device analysis revealed detached hypotube. Device evaluated by manufacturer: promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A hypotube break was also noted 810mm from the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.